Event description:
It was reported that customer experienced cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not return after reset, and then successfully started new sensor session.